Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had error code 1260. The event occurred during testing. There was unknown delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
One device was returned for repair in used condition. The service history review had no indication that the complaint was related to a service of the device within the review period. Visual evaluation found the downstream occlusion (dso) sensor was worn out and the upstream occlusion (uso) sensor was loose. Unable to download in the event history logs due alarm message error code 1261 on the pump display. Functional testing verified the primary problem of error code 1260. The most probable cause was a faulty microprocessor unit (mpu) board. Replaced mpu board to correct the issue and the device passed all functional tests after the repair.